Event description:
It was reported that there was a connection issue with a minicap; further described as "the set cannot fit tightly to mini cap and had iodine leakage." This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: (manufacturing location): remove ni in address fields and update to baxter healthcare ¿ swinford address. H6: (type of investigation): replace b17 with b01. H6: (investigation findings): replace c20 with c19. H6: (investigation conclusions): replace d15 with d14. H10: the product code is unknown but the detail in this complaint indicates that the code is a minicap product code spc4466 therefore, the investigation was performed on the basis that this complaint relates to code spc4466. The device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. All box dimensions were measured with no issues noted. Functional testing was also performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.